Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having bronchitis, wheezing and diabetes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging of having bronchitis, wheezing and diabetes. No medical intervention was reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit with visual inspection and use of the fit tool. Dust/dirt contamination buildup around the air inlet. Contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Dust/dirt contamination observed on and in the blower and blower box. Bug infestation in the bottom of device enclosure. Investigation can confirm the presence of contamination throughout the airpath suggesting an external source and found no evidence of sound abatement foam degradation or breakdown.